Manufacturer narrative:
Pump powered up properly after battery installation, however did not recognize any power coming from the battery tube and couldn't continue testing. Moisture damage was found on the j6 connector. Problem isolated to pcba1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. It was also mentioned that the device was exposed to fluid/moisture. No pump error(s) was displayed before the critical pump error image was displayed on the screen. Blood glucose level was 9.2 mmol/l at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.